Event description:
Resistance to withdrawal of stylet of #22 g introcan IV catheter. When stylet was withdrawn, safety tip was found to not be deployed and was at base of hub rather than tip of stylet.